Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head cat#unk lot#046170. Biomet stem cat#unk lot#unk. Unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00051.

Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, the patient underwent acetabular revision and head exchange approximately 19 years later due to eccentric poly wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.